Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The scs system is being used in peripheral nerve stimulation (pns) therapy. The pt is without stimulation. When using the scs pt programmer, the amplitude bars will go up but there is no stimulation. The leads are used for pns. One lead goes from the base of the neck to the left ear and the other goes from the base of the neck to the right ear. The loss of stimulation was right after the use of the straps of the pt's breathing assistance machine. The straps of the mask for the machine go over the pt's neck which would be right over the scs leads. X-rays were taken and everything looked ok.